Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was having issue heating. Per additional information updated from ttm on 28jul2025, biomed evaluating device for complaint of low flow. Had device in manual control at 40c and after 10 minutes water temperature (wt) was only registering at 29c. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn: (B)(6). Per review of wo notes, checking the heating elements.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed heater. Had device in manual control at 40c and after 10 minutes water temperature (wt) was only registering at 29c. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn (B)(6). Per review of wo notes, checking the heating elements. Per follow up information received via phone on 11aug2025, spoke with them from biomed and they stated that there were no recent notes in the system regarding the artic sun (serial#(B)(6)) and was unable to provide any additional information at the moment. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was having issue heating. Per additional information updated from ttm on 28jul2025, biomed evaluating device for complaint of low flow. Had device in manual control at 40c and after 10 minutes water temperature (wt) was only registering at 29c. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn (B)(6). Per review of wo notes, checking the heating elements. Per follow up information received via phone on 11aug2025, spoke with them from biomed and they stated that there were no recent notes in the system regarding the artic sun (serial#(B)(6)) and was unable to provide any additional information at the moment.